Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having been hospitalized twice for high blood glucose of an unknown level. Blood glucose was 230mg/dl at the time of the call. Troubleshooting found that the drive support cap was normal. The high pressure test passed. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. The customer was advised to follow up with their doctor regarding the high blood glucose.